Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient stated that they turned the stimulation off yesterday but still had the sensation of it running. They reported that the sensation quit during the night but started again a little today. The patient checked the patient programmer and confirmed the stimulation did show off and they were on group e. Technical services explained that sometimes patients get the residual effect of stimulation even when it is off. They told the patient that they would have to follow-up with a healthcare professional to see how long that can last. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.